Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of erroneous results for 1 patient tested for troponin t quantitative on 2 h232 instruments located in the emergency room and the laboratory. The initial troponin t quantitative result from h232 instrument in the emergency room with serial number (B)(4) was between 50-100 ng/l at 11:00 p.m. A plasma sample taken at the same time was tested on the elecsys system with a result of <5 ng/l at 7:00 a.m. On (B)(6) 2016. On (B)(6) 2016 at 9:00 a.m. The patient sample was tested on the 2nd h232 instrument with serial number (B)(4) located in the laboratory and the result was between 50-100 ng/l. The same test strip lot was used on both h232 meters. No adverse event due to the device reported. Based on the first result from the h232 instrument in the emergency room the patient remained in the hospital overnight. The patient was released when the elecsys result was obtained the next morning. The h232 instrument serial numbers were (B)(4). Neither the h232 instrument nor a similar device is sold in the united states.

Manufacturer narrative:
The customer returned the test strips used and the h232 meter with serial number (B)(4). It was noted that the temperature requirements for the test strips were not met.the test strips returned by the customer were tested on the customer's h232 meter and an h232 meter used at the investigation site. The results from the h232 meter used at the investigation site fulfill requirements. The results from the customer's h232 meter showed irregularities. The customer's h232 meter was sent for further investigation. During the investigation a damaged optical unit was identified due to strip abrasion. The quality of the optics is affected which can lead to issues with results. Neither the h232 meter nor a similar device is sold in the united states.

Manufacturer narrative:
The customer returned h232 meter with serial number (B)(4). The test strips used by the customer were tested on the customer's h232 meter (B)(4) and an h232 meter used at the investigation site. Retention samples of the same lot that customer used were tested. The results of all measurements fulfill requirements. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Patient sample was not provided for investigation. Based on the investigation results, the returned meter (B)(4) worked according to specification.